Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received with the needle still attached to syringe in an opened tray. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reports having a syringe of juvéderm voluma with lidocaine where the syringe broke while threading the needle into the syringe. The luer lock was broken during the coupling of the needle with the syringe. There was patient contact with the device, but there were no injuries. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection." A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reports having a syringe of juvederm voluma with lidocaine where the syringe broke while threading the needle into the syringe. The luer lock was broken during the coupling of the needle with the syringe. There was patient contact with the device, but there were no injuries. The packaged needle was used.